Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports that on (B)(6) 2011 they noticed a pin hole leak in the catheter's silicone tubing. The pin hole appears to be located under the venous clamp. This catheter was then pulled and replaced on (B)(6) 2011 were the pin hole was confirmed.